Event description:
The consumer woke up with pieces of the night guard stuck in her throat after only two nights of wearing the device. Although no harm came to the consumer, the small bits could possibly have been aspirated and caused serious injury. Mitigating circumstances are that the consumer is an extreme tooth grinder and clencher, and was using this device on the advice of her dentist while she awaited a professional device from her dentist for extreme grinding. Also, the night guard is not supposed to deteriorate in this manner. However, the device is not designed for extreme tooth grinding which results in excessive wear.